Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, thrombosis and death occurred. The pt presented initially with st elevation myocardial infarction (mi) and 90% occlusion in the proximal to mid right coronary artery (rca). The lesion was pre-dilated with a 2.0x15mm and 2.5x20mm maverick balloon. The physician then implanted a taxus express2 3.0x32mm drug eluting stent and post dilated with a 3.5mm quantum maverick balloon. No pt complications were reported. Heparin was administered during the procedure. Later that day, the pt showed st elevation mi again. Angiography revealed that the previously placed taxus stent was completely occluded with thrombus. Multiple passes were performed with an aspiration catheter to remove the clot. The physician noted that as they were clearing the clot more clot was forming. Angiomax was administered and several dilatations were performed with a 2.0x12mm up to a 2.5x20 maverick balloon and finishing with a 3.0x15mm quantum maverick balloon. Post procedure, the pt status was critical, but stable. The pt died later that day. The cause of death is noted as retroperitoneal bleed. The relationship of the death to this device is unk. Additional info regarding this event has been requested.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.